Event description:
Baxter reported that the white twist clamp of a transfer set became completely detached and is free to slide down the silicone tube. The date of how long the set was in use is unknown. Although prophylactic antibiotics were adminstered (1g of cefazidal), there was no patient injury or medical intervention indicated at the time of the initial report.